Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a no delivery alarm from the insulin pump. The patient's blood glucose of the time was 340 mg/dl. The customer stated he has been receiving no delivery alarms the whole week. The customer stated that his pump went off and he went to take shots. The customer was advised that recurring no delivery alarms may be due to site, set or reservoir issues. The customer stated that the insulin is not expired or denatured. The customer stated that he does rotate sites and avoid scar tissue. The customer was advised to avoid bending the tubing where it connects to the reservoir. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.